Manufacturer narrative:
Additional narrative: this report is for an unk nail head elements: helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during the (B)(6) procedure there was a migration of the spiral blade, even after tightening the tab until the end. Also loss of reduction was noted after pre-discharge x-ray. Concomitant device reported: unk - rods: (part# unknown; lot# unknown; quantity: unknown). Unk screws: (part# unknown; lot# unknown; quantity: unknown). Unk nails: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk nail head elements: helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images provided. The images were reviewed, and the complaint condition is confirmed. The tfna screw appears to have backed out of its original position. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. Part/lot combination is not provided, therefore the DHR could not be completed. If the device is returned or the lot number is provided the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.